Event description:
The facility reported to customer service a pump with fail code 812 resulting in an interruption of therapy. This event occurred during patient infusion. It is not known what was being infused. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
The reported condition of a pump with fail code 812 was confirmed as fail code 812:05. Inspection of the device by baxter found that the cause of the reported fail code was due to a faulty pump-head module. The pump-head module was replaced to correct the reported condition.